Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences, and it also states that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (300s-400s mg/dl) for the past three weeks. Correction boluses were administered to address bg levels. Reportedly, the customer uses u-500 insulin in the cartridge. Customer was reminded that u-500 was not indicated for use with tandem products. Recommendation was made to discuss diabetes management with health care provider.